Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic hernia surgery on an unknown date and a barbed suture was used. During the procedure, the suture was detached from the needle during wound closure on the peritoneum. The needle was detached from the suture during suturing, and the needle fell into the abdominal cavity, but it was retrieved. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/12/2020. A manufacturing record evaluation was performed for the finished device pgj877, and no non-conformances were identified. Additional h3 investigation summary: it was reported pull off suture needle. It was received for analysis an empty labeled winding former and a detached needle of product code sxpp1b420, lot pgj877. During the visual inspection of the sample, the swage and attachment area were noted to be as expected and marks could be observed on the body needle that appear to be by use of a surgical instrument. No suture remnant was observed into the barrel hole and the suture was not received to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.per the sample condition, it could not be determined what may have caused the reported incident. Additional h3 investigation summary: it was received for analysis an empty labeled winding former and a used needle-suture piece of product code sxpp1b420, lot pgj877. During the visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected and marks could be observed on the body needle that appear to be by use of a surgical instrument. The suture piece was examined and damaged was observed and the end of the suture were cut that appear to be by use of a surgical instrument and no pull off suture needle was observed. Due the condition of the sample the functional test can¿t be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, suggest an improper handling of the sample.